Event description:
It was reported that shaft break occurred. The patient was undergoing coronary angiogram and percutaneous coronary intervention (pci). The 80% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. There was great vessel tortuosity about the femoral puncture site. An attempt was made to use non-boston scientific semi compliant balloons, the devices kinked due to resistance from the tortuosity. Following successful pre-dilation, a 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, when the stent was delivered through the hemostatic valve, resistance was encountered as had been with the balloons. When an attempt to advance the stent continued with a little force, the stent delivery system was fractured between the hub and middle portion. As the device was removed, it eventually split into two pieces. A new device was used to complete the procedure. There were no patient complications, and the patient condition was stable.